Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported post op for an endoscopic vein harvesting procedure, hemopro2 extension cable when disconnecting the device the end of the extension cable broke off of the cable. The customer immediately removed the defective product from the surgical field and notified the getinge representative. No patient involvement.

Event description:
The hospital reported post op for an endoscopic vein harvesting procedure, hemopro2 extension cable when disconnecting the device the end of the extension cable broke off of the cable. The customer immediately removed the defective product from the surgical field and notified the getinge representative. No patient involvement.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A serial/lot number was not provided and the specific product serial/lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. The connecter collar of the extension cable was broken and sheared off from its original position. The connector collar was dislocated from its original position leaving the inner component exposed. The extension cable was returned with the broken connector collar piece. No other failures were observed. Based on the return condition of the device and the results of the investigation, the reported failure mode ¿break; cord¿ was confirmed.